Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): the full lead was returned and analyzed; analysis revealed the defib conductor was distorted. There was blood in/on the helix mechanism. The lead was damaged at implant.

Event description:
It was reported that the lead was stuck in the sheath. It was also reported there was possible coil separation. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.